Manufacturer narrative:
Inspected 1 random opened/used partial sensor and performed continuity resistance test and sensor failed test. Unable to confirm insertion anomaly due to customer did not return insertion needle only sensor.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 100 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The insulin delivery was suspended due to sensor glucose values. The sensor glucose value that triggered the suspend event was 40 mg/dl. The suspend on low limit in sensor settings was 60 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.